Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered an alert due to high rate non-sustained tachycardia episodes and sensing integrity counter (sic). The patient experienced both wide ventricular fibrillation (vf) and fine vf, which was undersensing by the cardiac resynchronization therapy defibrillator (crt-d), and the patient died.